Event description:
During a shoulder procedure the patient experienced extravasation to the shoulder. Sales rep and user facility contact explained that the pumps seem to distend the joint. No other info is available for this incident.

Manufacturer narrative:
Unit was tested to all requirements of process summary. Found loose connection at level alert jack of the digital board. This failure mode would have disabled the levelert function and not given an audible alert to indicate an empty fluid bag.